Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapy for peritoneal dialysis. During a call with baxter customer services, the consumer reported the following. On an unreported date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. Treatment and laboratory data were not reported. On (B)(6) 2011 the patient was discharged from the hospital. Outcome and action taken with dianeal therapy was not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11a30044 and h10l28013 with no exceptions observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.